Event description:
It was reported that the adapter cable intermittently lost connection; it would have to be jiggled to find a place that maintained contact to perform threshold tests. It was requested that the adapter cable be returned. There was no patient involvement.